Event description:
The customer reported that the ECG signal from the right leg lead of the ECG lead set was not being captured via the m1663a ECG trunk cable. It was confirmed that there was no pt incident/injury.

Manufacturer narrative:
(B)(4). The customer reported that the ECG signal from the right leg lead of the ECG lead set was not being captured via the m1663a ECG trunk cable. It was conformed that the issue occurred during 12 lead monitoring. Failure to capture 12 lead ECG signal could cause a delay in pt treatment. It was confirmed that there was no pt incident/injury. Note that the customer was told that the trunk cable was out of warranty. No replacement (warranty) was made and the cable was discarded. For the purposes of this investigation, it is being considered that the trunk cable failed. The available information from this report and from trending for this issue, does not support that this issue represents a systemic, design, or labeling problem. No further investigation or action is warranted.